Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a watchman interventional procedure. The suture of a proglide device was successfully placed. The sheath was upsized to a 15f sheath and the watchman procedure was completed. Reportedly post procedure, the knot did not advance while attempting to close it. A figure of eight stitch was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the reported information and results of the complaint investigation there is no indication that the reported failure to advance the knot is related to a product quality issue with respect to the design, manufacture, or labeling of the device. Factors that may contribute to the failure to advance the knot include, but are not limited to, non-rail limb pulled too early, excessive force on the knot or knot jammed in subcutaneous tissue. The investigation determined that unexpected medical intervention appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.